Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 06/07/2016 with the following findings: investigation revealed that the display screen was dim, faded and discolored. Evaluation also showed a cracked battery compartment. Unrelated to these issues, investigation revealed that the audio bolus button cover was detached/missing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The pump was returned for investigation. Investigation revealed that the display screen was dim, faded and discolored. Evaluation also showed a cracked battery compartment. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on 06/07/2016.